Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 99% stenosed, de novo lesion located in the severely calcified, severely tortuous distal lcx (left circumflex) artery with a 20x2.0mm quantum maverick balloon catheter. The physician was initially unable to cross the target lesion. Two wire technique was then used to advance the balloon catheter to the target lesion. The balloon ruptured on the first inflation at 8 atms. The device was removed intact. There were no shaft kinks noted on the device prior to use. Pre-dilation and the procedure was completed successfully with another device. There were no reported patient complications. The patient's status is listed as "fine."

Manufacturer narrative:
Pt. 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).